Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical application specialist reported a rupture in the posterior capsule during a laser assisted cataract procedure. The doctor noticed the rupture during the phacoemulsification process. The doctor is uncertain whether the laser is related or not.

Manufacturer narrative:
The system was examined and the reported issue was confirmed in the event log. However, while testing the system, no problem was found. Based on assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively. (B)(4).